Event description:
It was reported that the console displayed error codes 630, 302.13, 102.3, 202.11 and 710. A problem with the chiller was suspected. It was indicated that the procedure could not be completed due to this event. There were no clinical consequences to the patient. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the flow switch, and the reported errors were cleared. The laser was power tested at 20, 30 and 40 watts coagulation and 80, 120 and 180 watts vaporization. The aim beam and interlock functionality were verified and the laser performed within specifications. The review completed on the device history record (DHR) for this console confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. Based on the information available, it was concluded that the flow switch was the most probable cause of the reported event.

Event description:
It was reported that the console displayed error codes 630, 302.13, 102.3, 202.11 and 710. A problem with the chiller was suspected. It was indicated that the procedure could not be completed due to this event. There were no clinical consequences to the patient. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.